Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. Customer reports they was able to clear the alarm as well as able to rewind the insulin pump but during self test insulin pump error was second time occurred. No harm a medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received error 38 during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error 38 at rewind.